Event description:
The customer reported being hospitalized due to high blood glucose of 307 mg/dl. The customer stated that she was treated her high blood glucose of 440 mg/dl at her doctor's office first, and then she was taken to the hospital. The customer stated that she ate dinner the night before and treated, but this glucose level went up. Troubleshooting was performed. The customer's most recent glucose reading was 253 mg/dl, and she has treated with the insulin pump and manual injections. The programming, time, and date were correct. The daily totals matched with the bolus and basals. Ran a fixed prime and high pressure test and they passed. The customer stated that he changes the infusion set every three days. The customer stated that insulin was leaking from the reservoir connection when setting her reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.